Event description:
It was reported that the side rail was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing. If additional info is received a follow-up report may be submitted.